Manufacturer narrative:
Device passed self test. No rainbow effects or other display anomalies were noted during testing. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomalies, absence of audio alarms were noted during testing. No pump error 63 was noted during testing, and no pump error 63 alarms are found in the formatted history files. All vibrations were felt during the self test. Device was received with a cracked reservoir tube lip, a partially missing retainer ring, and a missing reservoir o-ring. Device was received with minor scratches not cracks on the lcd window; the user is able to read and navigate the menus. Unable to perform the displacement and occlusion tests since a test p-cap is unable to lock in place properly due to the partially missing retainer. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were extremely slow and unresponsive. It was stated that hard to read at night due to rainbow effect. There were cracks in screen, vibration barely sensed, insulin pump takes 5-10 seconds to open to calibrate, rewind takes longer, alarm not as loud. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.